Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2. Device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.

Event description:
Caller reported the following results that were obtained within ten minutes on compact plus system 1: 412 mg/dl, two minutes later 340 mg/dl, and 8 minutes later 498 mg/dl. The following results were obtained within ten minutes on compact plus system 2: 203 mg/dl, three minutes later 186 mg/dl, and six minutes later 401 mg/dl. The caller reported that system 1 result 498 mg/dl was obtained within ten minutes of system 2 result 186 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).